Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The customer contacted stryker to advise that there was a second device involved in the same event as MDR report number 3005445717-2024-00022. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device potentially caused liver damage during patient use. A clinical review will be performed to determine if the device may have contributed to the patient's outcome.

Manufacturer narrative:
A clinical review was performed and it was determined that device use may have contributed to the patient's reported outcome. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device potentially caused liver damage during patient use.